Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The needle came loose from the twine. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the needle pulled-off (removal from package / during passage through tissue)? Lot number? Was the procedure completed successfully? Was the needle removed from the patient? Patient current condition? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.